Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced rising blood glucose levels after changing supplies and received insulin occlusion alerts on more than one occasion. The patient reported completing multiple supply changes, including the infusion set and cartridge, but expressed concern that blood glucose levels continued to increase and did not wish to wait the recommended timeframe for insulin delivery to take effect. The patient was advised to continue monitoring, as glucose levels may not decrease immediately after a supply change, and was informed that additional time was needed to assess effectiveness. The patient expressed resistance to waiting and ended the call before further guidance could be provided. During a follow-up contact, information regarding possible causes of occlusion alerts was reviewed, and the patient confirmed no visible issues with the infusion set or tubing. The device displayed blood glucose levels in the high 200s with a steady trend. The patient was advised that glucose levels appeared to be leveling out and was instructed to perform a fingerstick blood glucose check, which showed a lower value. The patient was advised to enter the fingerstick value into the device as a calibration. Additional follow-up attempts were made, but no response was received, and the case was closed with instructions to reopen if the patient contacted support again. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.